Event description:
It was reported that shaft break occurred. Vascular access was obtained via the radial artery. The 80% proximal and 100% distal, 44x3.0mm, concentric, de novo target lesion was located in the mildly tortuous left anterior descending artery. The lesion was predilated with a residual stenosis of 80%. This 24 x 2.75mm rebel stent was used in a procedure. However, the delivery shaft was fractured. The procedure was completed with another of the same device. No patient complications were reported and the patients status is stable.

Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of a rebel bms catheter in two pieces. The balloon was loosely folded with the stent secured between the markerbands. The hypotube, outer shaft, inner shaft, balloon, stent and tip were visually and microscopically examined. The hypotube was completely separated 19.6cm from the hub. The hypotube fracture surfaces were ovaled and torn, which suggests the device was kinked prior to separation. There are numerous hypotube and shaft kinks. The tip is damaged. Inspection of the remainder of the device presented no other damage or irregularities.

Event description:
It was reported that shaft break occurred. Vascular access was obtained via the radial artery. The 80% proximal and 100% distal, 44x3.0mm, concentric, de novo target lesion was located in the mildly tortuous left anterior descending artery. The lesion was predilated with a residual stenosis of 80%. This 24 x 2.75mm rebel stent was used in a procedure. However, the delivery shaft was fractured. The procedure was completed with another of the same device. No patient complications were reported and the patients status is stable.